Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the physician attempted to induce therapy for a capacitor maintenance test but it could not be delivered due to an error message of "possible high voltage circuit damage". The device was explanted and replaced. The patient is well.

Manufacturer narrative:
No conclusion code available. Field experience of output anomaly was verified in the laboratory. The device was tested on the bench, which includes telemetry, pacing, sensing, and impedance measurements. During testing, damage to the device¿s high voltage output transistor was found. Due to the damage, the device could not deliver high voltage therapy. The cause of damage could not be determined. The device¿s associated lead was capped.